Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the placement signal was lost. The impella was explanted and no patient harm was reported.

Manufacturer narrative:
The investigation into the reported placement signal issue has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine a root cause. The most likely cause of the placement signal issue was patient condition related. This report is being filed as part of a retrospective review of historical records.